Event description:
Information received from the patient reported that their implantable neurostimulator (ins) would periodically turn off without them knowing it but that it would never affect their symptom management. When trying to clarify if they meant the programmer or ins, the patient seemed to indicate that it was the ins but they were not entirely clear. The indication for use for the implanted device was noted as non-malignant pain. Omitted information related to (b4) for impedance issue/pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.